Event description:
It was reported that the device is displaying a svc wrench. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the capacitor measured open, causing the device to interrupt the leads-off. Opening the high energy capacitor, it was found that the red wire terminal was broken internally at the solder joint nearest the top of the main body of the capacitor. The customer rec'd a replacement device.